Manufacturer narrative:
Report date: 18jun2021. There was no patient involvement.

Event description:
It was reported the ventilator cannot boot up. There was no patient involvement. The field service engineer determined the power management (pm) board needed to be replaced. The fse replaced the pm board and the issue was resolved.